Event description:
The customer initially reported four cases of tass (toxic anterior segment syndrome). Additional info later stated that there were two cases of tass, one case of hypopyon, and one pt with noticeable fibrin in the eye. The customer stated that they use detergents when cleaning the handpieces, which is contraindicated in the directions for use. No pt info has been provided. Additional info has been requested, but no response has been received to date.

Manufacturer narrative:
No samples were returned for eval. Therefore, the root cause of the tass could not be determined. The customer stated that they use detergents when cleaning the handpieces, which is contraindicated in the directions for use. Alcon's investigation, "investigation into increased reports of tass (toxic anterior segment syndrome)", concluded there is no evidence that tass is associated with the use of an alcon product. In addition, a tass task force, sponsored by the ascrs and under the leadership of dr. Nick mamalis, met on an ongoing basis and compiled data regarding the increased incidence of tass cases. The tass task force final report dated september 22, 2006, found no conclusive epidemiologic data to suggest that any one product was responsible for the increase in tass cases that were reported. Careful analysis of the info provided did not reveal a single cause or point source related to this tass outbreak. Their investigation failed to identify evidence supporting an association between a shared product and the cases of tass reported.